Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had a channel error. The tubing was moved to another set of alari's devices and again, they got the channel error message. However, the clinician reported that they are having continuous issues with the alaris channels shutting off while infusing meds and the pump reads "channel error". There was patient involvement but outcome is unknown. Although requested, further information was not provided.